Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels up to 500 mg/dl. The customer had a blood glucose of 484 mg/dl shortly after eating which was treated with a shot and bolus through the insulin pump. Customer indicated no symptoms related to high readings. Blood glucose level at the time of the call was 231 mg/dl. Customer declined troubleshooting. Customer stated they are not currently using the insulin pump since high readings occurred and is on insulin pen. The insulin pump was not replaced or returned for analysis.